Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: rep confirms the colostomy was not planned as part of the procedure.

Event description:
It was reported that during a low anterior resection procedure, the surgeon was using the device as usual for a very low pelvic resection. The surgeon activated and saw that only one side of the large intestine was cut and stapled correctly. The other side was cut but staples were unformed. The surgeon had to remove the colon and gave the patient a permanent colostomy. The procedure was delayed 30 minutes. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: what is the patient¿s current condition? In the first transection with the device, which side stapled and which side did not staple? Was the device fired with the provided blue cartridge or with a reload? Was one or multiple firings provided? Were any of the forces higher or lower than expected (closing, firing, or opening)? What were the original indications for surgery? Did the patient receive and preoperative radiation or chemo therapy? The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.